Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation; however, the customer did provide one photo of a guide wire with the coils separated from the core wire. The lidstock was included in the image. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the rt was inserting the catheter and tried to push the metal part in and it didn't slide very easily so the user tried to remove it to start over and couldn't get it out. Finally, only part of it came out, it was broken and unraveled. An incision was made, in the patient, to retrieve the other end that broke off. It was confirmed, via fluoroscopy, that they were able to retrieve everything.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the rt was inserting the catheter and tried to push the metal part in and it didn't slide very easily so the user tried to remove it to start over and couldn't get it out. Finally, only part of it came out, it was broken and unraveled. An incision was made, in the patient, to retrieve the other end that broke off. It was confirmed, via fluoroscopy, that they were able to retrieve everything.

Manufacturer narrative:
(B)(4). The customer returned a guide wire from a radial arterial (ra) catheterization device and the product lidstock for evaluation. The g uide wire was separated into two pieces, one of which was attached to the advancer handle. None of the other parts of the device were returned. Visual examination of the returned sample confirmed the guide wire was separated into two pieces. The core wire was broken approximately 0.5" from the distal tip and was exposed out of the coil wire on both pieces. The separation points on the core wire were pinched and smooth and both guide wire bodies were kinked. The distal weld was present on the separated guide wire piece and the proximal weld was secure within the advancer handle. The guide wire core length connected to the handle measured 3.74" and the separated core wire length measured 0.55". The combined length of 4.29" is within the length specification of 4.1875"-4.375" per guide wire with handle product drawing; therefore, no pieces of the guide wire appear to be missing. The kinks in the guide wire were located 20 and 26 mm from the base of the handle. The guide wire outer diameter measured 0.439 mm which is within specification per the guide wire product drawing. Functional testing could not be performed due to the damage to the returned sample. A manual tug test confirmed the proximal end of the guide wire was secure within the advancer handle. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this product contains information and guidance mitigate the risk of damaging the guide wire during use. It states "if resistance is encountered while advancing spring-wire guide do not force feed" and also contains the warning "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage. If resistance is encountered during spring-wire guide advancement withdraw entire unit and attempt new puncture." The report that the guide wire separated was confirmed through examination of the returned sample. The core wire was broken 0.50" from the distal weld. The guide wire met all dimensional requirements during investigation testing and a device history record review did not reveal any relevant issues. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire damage. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The rt was inserting the catheter and tried to push the metal part in and it didn't slide very easily so the user tried to remove it to start over and couldn't get it out. Finally, only part of it came out, it was broken and unraveled. An incision was made, in the patient, to retrieve the other end that broke off. It was confirmed, via fluoroscopy, that they were able to retrieve everything.